Event description:
It was reported that the last image hold function on the stenoscope system was not working. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed and on site investigation. The failure could not be duplicated. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended, and put back into service.